Event description:
It was reported that an altitude alarm occurred on the pump over the course of two days. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl during these events. The customer was provided with tips to prevent future altitude alarms and was able to continue using the pump with the original cartridge without requiring any replacements.